Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Right total knee procedure, when trialing, insert trial cracked.

Manufacturer narrative:
An event regarding damaged triathlon insert trail was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the reported damage. Medical records received and evaluation: not performed as clinical factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been 7 other events for the lot referenced. Conclusions: the investigation concluded the reported event is the result of a design issue. The reported device is under the scope of nc m10-0271. The device is now obsolete and was replaced by a new design, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa. No further investigation is required at this time.

Event description:
Right total knee procedure, when trialing, insert trial cracked.